Event description:
Bilateral augmentation 20 years ago with silicone gel implants. 1996 developed leukemia. Also, mammogram revealed capsular formation and rt ruptured implant. At the time of explantation (2/18/97) both implants were found to be ruptured.